Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, while cause of damage was described as normal wear and tear and pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, instructed to place current pump into storage mode before returning it within 10 days using prepaid label, and informed that pump settings and cgm connection would need to be programmed into replacement pump, which customer understood and acknowledged while continuing to use current pump until replacement arrived.